Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
T was reported that the patient had a small and very thin left ventricle cavum and experienced intermittent low flow alarms. Volume substitution was restricted due to temporary renal function and slightly decreased right ventricle function.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms. According to the account, the alarms were caused by the patient's small size and poor right ventricular function. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted system controller event log file contained events from (B)(6) 2023 and captured intermittent low flow hazard alarms. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The account communicated that due to patient privacy laws, the managing hospital would not communicate any further information. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU lists renal dysfunction and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU provides an explanation of all pump parameters, including flow and pulsatility index (pi). In reference to pi, this section states that the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (the pump is providing greater support and further unloading the ventricle). Section 1 of the IFU also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 revolutions per minute (rpm) above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). Section 4 also explains that changes in patient conditions can result in low flow. Section 6 of the IFU, "patient care and management" (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline all system controller alarms as well as how to respond to each alarm condition. These sections instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Furthermore, the patient handbook instructs patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.